Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-01437 for a description of the other device. It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician's office, as of a follow up appointment on (B)(6) 2011, no complications were reported with the procedure. The patient was doing well with no complaints. As of the most recent annual appointment on (B)(6) 2013, the examination was normal with no patient complaints reported. All other information is unknown and unavailable.